Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Postooperatively, the patient has effective therapy.

Event description:
It was reported that patient was dealing with other health conditions and did not charge their ipg for a year, rendering the ipg inoperable. In turn, surgical intervention may be pending to address the issue.